Manufacturer narrative:
H.3 eval summary. The device functioned properly after its return and noise was not observed on the real-time electrograms. It is believed that the noise observed in the field may have been caused by fluid in the header. Header delamination was seen and it appeared that fluid could contact the connector blocks.

Event description:
During a routine follow-up, the diagnostics as well as the stored "egms" showed multiple detections of noise as well as numerous noise reversions. The pt had previously been questioned about the source of noise and as a result, had his home environment evaluated to try to determine the noise source. The electrograms showed high amplitude and high frequency noise that started abruptly and disappeared whenever the device initiated charging. Since it was unknown whether the noise was generated by the device, the decision was made to explant the implantable cardiac defibrillator.